Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the unisg screw fractured in the patients mouth. The broken portion was retrieved from the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported gold-tite® square uniscrew (unisg) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 08/18; torque matrix - internal connection. Complaint reported that a screw fractured in the patient's mouth. They retrieved the broken portion from the implant. Patient was rescheduled to replace the fractured screw. Based on the information provided and no return of reported device, the complaint could not be verified a root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).